Event description:
Invalid result (s). Customer tried 3 tests out of 8 she bought but all 3 had no results after 15 min. There was no line on the c or t. She confirmed that she did apply 4 drops in the s well and didn't put any liquid in the CT window.

Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov2020010. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Retention samples were checked and the reported issue could not be reproduced. This complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Customer tried 3 tests out of 8 she bought but all 3 had no results after 15 min. There was no line on the c or t. She confirmed that she did apply 4 drops in the s well and didn't put any liquid in the CT window.